Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized two days after onset of the event. The cause of the peritonitis and the treatment for the event were not reported. At the time of this report, the pd therapy was ongoing and the patient was recovering. No additional information is available.